Event description:
Middle-aged male with history of coronary artery disease and a positive stress test, admitted for coronary artery bypass graft. In surgery, the hemopro 2 did not fire, unable to harvest the vessels with this device.